Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A (B)(6) years old male patient weighing (B)(6) was hospitalized. The reason for therapeutic ivtm was for fever management. The in dwell time for the catheter was five days. On (B)(6) 2017, during removal of the catheter, the nurse noted blood inside the (B)(6) . No console alarm was noted cool line catheter was placed and the patient had been maintained at target temperature. No patient consequences were reported.